Event description:
The patient survived at explant.

Manufacturer narrative:
B5 and d6b updated. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery to support a 65 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. The underlying medical history was not shared. The cp was placed to the left ventricle with success and support was initiated, however the urine color changed. The urine was noted to be tinged and bloody. The team performed echo imaging and observed the pump to be malpositioned at 6.2 cm. The team repositioned the pump within the ventricle, and support proceeded. No other intervention for the hematuria was noted, no blood products or dialysis needed. On the day after pump implant the team added extra corporeal membrane oxygenation (ECMO). The cp will vent the primary support device of ECMO. The pump functioned at, p-8 with 3.5 l/min flow with d5w with sodium bicarbonate in the purge solution. The pump remains on for support at the time of event reporting.